Event description:
Reports a little blood present on swab after sample collection. Patient is prescribed blood-thinner medication. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: no adverse trend was identified for this lot number for the reported issue. Root cause: unable to determine. Source: phone.